Event description:
Subsequent to successful coronary stent deployment, they were unable to inflate the balloon for post dilation. The pt experienced ECG changes and had to be resuscitated. Shaft damage was noted after removal from the pt. It is thought that air was introduced into the pt's vasculature through the inflation device. Pt was paralyzed on the right side for 24 hours.